Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus (B)(4) location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan.

Event description:
The case was a revision of another manufacturer's stent graft main body and endurant cuff which had a late type 1 endoleak. The cuff and main body were oversized (31 cuff in a 23 neck) in a severely angled neck. Calcium was present at the posterior right section of the aneurysm neck. After deployment of 6 endoanchors without issue, an endoanchor was attempted to be placed at the posterior right section of the neck. During deployment, the endoanchor appeared to deploy tangentially to the graft, possibly engaging multiple layers of the infolded fabric and broke. The broken portion of the endoanchor remaining inside the lumen of the heli-fx guide after the applier was removed. The guide was then removed from the patient and the flushed to expel the broken portion of the anchor from the device. The guide was then readvanced and two additional anchors deployed. The endoleak was resolved at the end of the case and no patient complications occurred during the case.